Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that an 840 ventilator's bottom display was all red. Device was not being used on pt when event occurred. The customer investigated the device and verified the graphical user interface (gui) central processing unit (cpu) display malfunction. Covidien was not authorized to repair the unit.